Manufacturer narrative:
(B)(4). The reported complaint of persistent helium loss alarms unconfirmed. The product was not returned to teleflex, for evaluation. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex will monitor for trends.

Event description:
It was reported via a hot line call. The registered nurse (rn) from the cardiac care unit (ccu) has called because he was getting persistent helium loss alarms. This has been going on now for several minutes. The pump will run for less than a minutes between alarms. There is no blood in the gas tubing. This is a 30 cc intra-aortic balloon (iab) and the patient is (B)(6). There have been no other issues up until now. The clinical support specialist (css) and rn had a discussion about the balloon pressure waveform (bpw). The rn described a grossly normal bpw. The css had the rn send a picture of the strip that printed with the most recent alarm. The css discussed with the rn that this appears to be a leak somewhere. The css walked the rn through the leak test, and initially the iab passed the leak test. They went through all of the connections, and found that the connection between the iab and the gas tubing seemed to be a little loose. They then resumed pumping, but the alarms persisted at this point. The tubing was changed out between the iab and pump with no change. They then switched to a different pump, and the second pump also alarmed for helium loss. At this point the css and rn discussed that the issue must be with the iab. The rn stated that he will call the physician to have the iab removed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported via a hot line call. The registered nurse (rn) from the cardiac care unit (ccu) has called because he was getting persistent helium loss alarms. This has been going on now for several minutes. The pump will run for less than a minutes between alarms. There is no blood in the gas tubing. This is a 30cc intra-aortic balloon (iab) and the patient is (B)(6). There have been no other issues up until now. The clinical support specialist (css) and rn had a discussion about the balloon pressure waveform (bpw). The rn described a grossly normal bpw. The css had the rn send a picture of the strip that printed with the most recent alarm. The css discussed with the rn that this appears to be a leak somewhere. The css walked the rn through the leak test, and initially the iab passed the leak test. They went through all of the connections, and found that the connection between the iab and the gas tubing seemed to be a little loose. They then resumed pumping, but the alarms persisted at this point. The tubing was changed out between the iab and pump with no change. They then switched to a different pump, and the second pump also alarmed for helium loss. At this point the css and rn discussed that the issue must be with the iab. The rn stated that he will call the physician to have the iab removed.